Event description:
The pt experienced a lack of therapeutic effect following electromagnetic interference due to cardioversion. The neurostimulator was turned down and off during the cardioversion. The pt's health care professional attempted to reprogram the device w/o success. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178-2011-03664.

Manufacturer narrative:
(B)(4).